Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the pump¿s black box showed no evidence of loss of prime. During testing, the pump successfully completed the ez-prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours with no loss of prime occurring. The pump performed within required specifications. The loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked. (B)(4).